Event description:
It was reported that during coronary artery drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the 80% stenosed diagonal branch of the mid-left anterior descending(lad) artery. An non-bsc 7fr guide catheter was placed, a non-bsc guide wire advanced and the lesion was pre-dilated with a 2.0 x 20mm maverick balloon at 6 atm's. The 2.5 x 12mm taxus liberte drug-eluting stent was introduced, however, unable to advance through the struts of the previously placed stents in the lad, thus, the taxus sds was removed. Upon inspection, the physician noted that strut flaring was observed. The procedure was completed with a non-bsc device implanted in the right dx at the bifurcation. There was no intervention of the periphere section of the lad. No patient injury or complications were reported. The patient's condition was reported as ok.

Manufacturer narrative:
The returned unit was consistent with the complaint incident. Visual examination of the unit revealed damage to the proximal end of the stent. Several proximal stent struts were mis-aligned and raised. This type of damage is consistent with the device encountering some form of restriction upon withdrawal. Visual examination of the profiles of the device, including the distal section of the crimped stent and the balloon found no issues which could have resulted in a restriction occurring during the physicians' attempts to cross the lesion. No kinks or damage were noticed along the shaft of the device. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing records found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident is unknown.